Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: the keypad button cover was found to be intact; no damage was observed. During investigation, all of the keypad buttons were found to be under responsive to button presses. The keypad cover was removed and no damage to button contacts or keypad flex cable was observed. The pump was opened and moisture corrosion was found on the keypad connector, printed circuit board and motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.